Event description:
The customer reported that the central nurse's station (cns) monitor screen was black. No patient harm or injury were reported.

Manufacturer narrative:
Complaint details: the customer reported on (B)(6) 2019 that the monitor screen was black, alarm light was on and central town had lights flashing on the hard drives. Service requested: troubleshooting. Service provided: troubleshooting. Nk ts asked the customer to switch out monitor with another monitor. Investigation result: the device warranty began 10/26/12, which is over 6 years at the time of reported issue. The root cause of the issue was unable to be determined as the defective unit was not sent to nk. The cause of the issue was determined to be failure of the monitor screen. The issue was resolved by switching out the monitor. A review of pu-621ra; sn:(B)(6) service history found the following ticket: 300002447-tele 3 displays "check leads" on cns but transmitter displays sinus rhythm on lcd screen; root cause: user error similar complaints using "pu-621-ra black monitor" found the following tickets: 13600- screen went black; root cause: user error; issue was resolved by connecting the cables 7916- monitor is all black display; root cause/cause: power supply failure; issue was resolved by replacing the power supply 8179- cns display is black; root cause/cause: power supply failure; issue was resolved by replacing the power supply 34737- monitor has black screen; root cause: overloaded ups due to use of the space heater (suspected). Issue was resolved by bypassing the ups and restarting the cns. The root cause of the issue was unable to be determined. The device was in use with a patient and there was no reported harm. Qe investigation for this complaint record has been completed.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) monitor screen was black. No patient harm or injury were reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) monitor screen was black. No patient harm or injury were reported.